Event description:
It was reported that the mini c-arm drapes are ripping/tearing at the seams while the scrub tech is draping them. Doctor states "this is not the first time this has happened with these drapes". No patient injury, infections or complications were reported.